Event description:
It was reported that an ilet bionic pancreas exhibited a strobing, unresponsive screen, and a video of the device behavior was provided; the user arranged alternate insulin therapy with their healthcare provider and a replacement ilet was issued. Symptoms included no adverse clinical effects and blood glucose remained in range. Outcomes included no interruption of therapy beyond device replacement and no hospitalization. Investigation included collection of device history and shipment records, review of user reports and media, and return logistics for evaluation. Investigation of this device revealed a malfunction of the display/user interface consistent with a hardware failure of the screen assembly, with no alerts or alarms reported and no impact to glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the display subsystem.

Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.